Manufacturer narrative:
D6a. If implanted, give date. Implant date is only known as "(B)(6) 2023". Thus, 30-nov-2023 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the subject device is not available for evaluation as it was discarded at the site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from china that a valve model 7300tfx27 implanted in the mitral position was explanted from a 56-year-old patient after an implant duration of approximately one (1) year and eight (8) months due to leaflet thickening (one leaflet was covered by a thin film) leading to restricted motion causing massive regurgitation. Reportedly, one year after implantation, ultrasound showed mild to moderate mitral regurgitation. At that time, the patient did not present symptoms. However, one year and six months after implantation, the patient started feeling occasional palpitations after physical activity. Ultrasound showed massive regurgitation of the mitral valve bioprosthesis, with one thickened and curled leaflet that had limited mobility. The patient was then scheduled for reintervention and the valve was explanted and replaced with a mechanical one. The patient was noted as to be recovering well.

Event description:
Per the report received from china, a valve model 7300tfx27 implanted in the mitral position was explanted from a 56-year-old patient after an implant duration of approximately one year and eight months due to pannus overgrowth causing leaflet thickening leading to restricted motion and massive regurgitation. The thin membrane covering the valve leaflet, as described in the pathological report, is a mass of gray and gray-yellow fibrous tissue, measuring 4.5 x 3 x 2 cm, with visible gray-white tissue inside. The report describes fibrous tissue hyperplasia with hyaline degeneration and scattered lymphocyte infiltration. Reportedly, one year after implantation, ultrasound showed mild to moderate mitral regurgitation. At that time, the patient did not present symptoms. However, one year and six months after implantation, the patient started feeling occasional palpitations after physical activity. Ultrasound showed massive regurgitation of the mitral valve bioprosthesis, with one thickened and curled leaflet that had limited mobility. The patient was then scheduled for reintervention and the valve was explanted and replaced with a mechanical one. The patient was noted as recovering well.

Manufacturer narrative:
Information added/updated to section b5, b7 and h6 (type of investigation, investigation findings, and investigations conclusions). Corrected data in section h6 (device code): 4001 (patient device interaction problem) replaces 4056 (thickening of material). H11: additional manufacturer narrative: one video was provided and reviewed. Customer report of pannus was confirmed. Video showed the outflow aspect of an explanted valve, a white tissue-like layer was pulled from one of the leaflets. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors including rheumatic heart disease.